Event description:
Pt receiving MRI scan of left wrist when support ignited from inside. Pt immediately removed from MRI, wrist and forearm rinsed with cool running water. Technologist removed the coil and sponge from the bore of the magnet and flame extinguished. MRI out of svc until ge rep responded and reviewed equipment for safety on same day. Pt reports singed hair, neck and left wrist strain.